Event description:
The consumer was riding in the chair when the chair allegedly stopped and threw the consumer out of the chair. It is unknown if the consumer was injured. No injury is alleged at this time.

Manufacturer narrative:
No RMA has been issued for the return of this device. Model m91 serial number (B)(4) uses user manual 1141450 rev e (oct-08) and the consumer was provided the manual as stated on the cover which states: "dealer: this manual must be given to the user of the wheelchair. User: before using this wheelchair, read this manual and save for future reference." In addition on page 2 the following warning is provided: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." This wheel chair is approximately 4 months old. The consumers technique using this device is unknown. It is unknown if a healthcare professional assisted in the selection of the wheel chair. On page 7 the following warning is provided: "wheelchair user - as a manufacturer of wheelchairs, invacare endeavors to supply a wide variety of wheelchairs to meet many needs of the end user. However, final selection of the type of wheelchair to be used by an individual rests solely with the user and his/her healthcare professional capable of making such a selection." It is unknown if the consumer was using the seat positioning strap at the time of the incident. If the consumer would have been wearing the seat positioning belt they may not have fallen. The cause of the wheel chair halting was not a car or airplane crash. The following warning is provided on page 7.: "the seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately." It is unknown if the consumer has attempted to adjust the wheel chair since taking possession . Misadjustments may cause performance issues. The following warning is provided on page 7 "powered seating systems only - this seating system has been custom designed and will be assembled to the wheelchair base before delivery to the user. The information contained in this manual is for maintaining and adjusting the seating system. There are very few adjustments that can safely be made by the user. If there is a procedure or adjustment that needs to be performed on the seating system that is not in this manual, do not perform that procedure. Have the seating system serviced by a qualified technician." The terrain at the time of the event is unknown. The consumers weight is unknown and it is unknown if the consumer is incontinent. On page 8 the following warning is provided: "warning -the drive behavior initially experienced by the user may be different from other chairs previously used. This power wheelchair has invacare's surestep technology, a feature that provides the wheelchair with optimum traction and stability when driving forward over transitions and thresholds of up to 3-inches. The following warnings apply specifically to the surestep feature. Do not use on inclines greater than 9 degrees. Do not use on inclines with wet, slippery, icy or oily surfaces. This may include certain painted or otherwise treated wood surfaces. Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance. The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes. To determine and establish your particular safety limits, practice use of this product on various sloping surfaces in the presence of a qualified healthcare provider before attempting active use of this wheelchair. Other general warnings listed within this document also apply. Wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently.